Manufacturer narrative:
(B)(4). Corrected section: health effect ¿ clinical code (1) - corrected to code"1888". The device was returned to the factory for evaluation on 11/21/2023. An investigation was conducted on 11/28/2023. A visual inspection was conducted. Only the seal and tension spring assembly was returned. Signs of clinical use and evidence of blood were observed on the device. The seal was cut from the blue suture thread and unraveled, as per procedure detailed in the IFU. Based on the returned condition of the device and investigation results, the reported failure "failure to unfold/unwrap" was not confirmed. The lot # 3000271905 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was successfully inserted into aorta, but the seal did not open properly and there was bleeding, making it difficult to stop the bleeding, so the seal was removed, a new one was opened, and ope was successfully completed. Pressure with finger was applied to stop the bleeding. No blood transfusion was given to the patient. There are no peeling/cracks on the seal. There were no health problems for the patient.